Event description:
It was reported that there was unstable and high threshold, oversensing, poor sensing, and a varied p-wave. Lead dislodgement was noted. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri58 implantable pacing lead, (B)(6) 2013. (B)(4). Evaluation summary: the full lead was returned. Analysis was performed and no anomalies were found, however, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated apparent explant damage.